Event description:
It was reported that the device did not seal. It was reported via social media that the patient had the watchman closure device implanted. Three (3) years post procedure there was a leak around the device. The patient was restarted on eliquis. There were no other complications or consequences.